Event description:
It was reported that during a ptca/stent procedure, the stent delivery system(sds) and stent moved together proximally during the initial inflation, in a very ostial lesion. The inflated sds and stent were removed to the sheath. The sds was then deflated and removed, while the stent remained in the pt. A snare was used to remove the stent from the vasculature at the level of the sheath. The physician stated that in no way was there a device failure or did a device related issue cause this event. No pt injury was reported.